Event description:
Patient set for surgery to remove large sinus polyp. Ent surgeon began to use microdebrider shaver handpiece and no indication the handpiece was working (no sound). Rn turned on/off the integrated power control panel (ipc) and unplugged/plugged in the handpiece without success. A second handpiece was retrieved and the ipc was restarted, still without success (no sound). A third handpiece was retrieved. There was minimum sound from the device, but no movement. Third handpiece did warm to touch. Ent surgeon opted to abort and reschedule procedure due to delay and length of time patient was under anesthesia.